Event description:
Dr [redacted name] was doing ercp. The olympus scope is used with an olympus distal cover. During the procedure the cover broke and came off. At the end of the ercp dr. [Redacted name] had to put in an upper scope to retrieve this broken cap. The cap was labelled ¿do not discard¿ as it needs to be reported to manufacturer and sent to pathology. Sterile lot h228098, lot h2822. Use by [redacted date] all products with this lot# removed from supply area and labelled ¿do not use.¿